Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling of the stomach during a robotic laparoscopic bariatric surgery procedure,the device disarticulated. At that time, surgeon did not think that it would be a problem because the staple line remained intact, but a few days later, the patient developed a late fistula that needed to be facaded. The patient had to return to the operating room for surgical int ervention to prevent a permanent impairment of a function. The event lead to days of extended patient hospitalization. There will be an additional operation performed to correct the issue. The patient was treated and was stable.